Event description:
Customer's mother called reporting her daughter was hospitalized, but did not have any other information. Customer's mother advised she would tell her daughter to call with more details and for troubleshooting. Customer has already been released and is visiting her doctor today. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.